Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was low unipolar impedance less than 200 ohms on both the atrial and right ventricular leads. The atrial lead remains in use, but the right ventricular lead was replaced. No patient complications have been reported as a result of this event.